Event description:
It was reported that the event involved a female patient while in the cath lab. Relevant medical history/diagnosis/medications/indications for use. Transradial access, for diagnostic cath procedure. The md attempted to get arterial access into the pt¿s right wrist (transradial access). The md fed the dilator and sheath over the spring wire guide (swg). When the md attempted to get access into the pt the dilator would not advance. The md then made a small skin nick and tried again to advance the dilator into the patient. When the resistance was met again the md removed the dilator and sheath successfully. As a result, the md replaced the dilator/sheath with a competitor¿s device. Upon inspection, the dilator appeared to be flared at the tip and slightly cracked. The md thought it could have caught on the swg, but does not have recollection of that happening. There was a delay or interruption in therapy noted with no harm to the pt. There was no report of patient death or injury. The pt outcome is there were no complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.